Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day following implant, the extravascular (ev) lead exhibited p-wave oversensing and occasional t-wave oversensing in the ring 1 - ring 2 vector. The patient also reported pain in the right pectoral area. An x-ray indicated the ev lead had migrated toward the right lateral border of the heart. The sensing vector was reprogrammed to ring 2 ¿ can after which there were no visible or sensed p-waves. The next day, defibrillation threshold testing (dft) was conducted which showed appropriate sensing of ventricular fibrillation (vf). The physician chose to start the patient on an antiarrhythmic medication and retest dfts at a later date. Four days later, the patient was evaluated again. Ev lead electrical measurements were stable; however, the patient was experiencing pericarditis. The patient was medicated with steroids. It was reported that the ev lead was explanted and replaced three days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full lead was returned without the anchoring sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.